Event description:
The nurses aid alleged a pt was found entrapped between the left head siderail and the mattress. The pt's chin was on top of the siderail and the end cane was pressing on their chest. The pt's feet were extended out in front of them. The pt's left arm was through the left siderail between the control housing and the center vertical support. The bed was in the low position when the entrapment occurred.